Event description:
Eight years ago, accolade tmzf, trident hemispherical ha cluster and x3 liner were implanted. The cup was found to be loose and migrating upward, so only the cup and head were revised. When the head was removed, black discoloration was observed at the interface between the delta ceramic and the accolade tmzf. The surface of the cup was so smooth that the coating was gone only on the lower part. It seems that the stress was applied to the cups and dispersed to the head and neck. There has been no experience of discoloration due to wear on delta ceramic heads (not a metal head).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.